Event description:
It was reported via phone call that the insulin pump was exposed to moisture. The customer accidentally put the insulin pump in the washing machine. Customer's blood glucose level at the time 327mg/dl. Advised insulin pump would be replaced.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Insulin pump had minor scratched display window and cracked reservoir tube lip.